Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet bionic pancreas, with a nadir of 56 mg/dl and device alerts for low and urgent low glucose; troubleshooting and education were completed, and the cause of the hypoglycemia remained unclear. Symptoms included lightheadedness and nausea. Outcomes included self-treatment with oral carbohydrates and recovery to a blood glucose of 134 mg/dl without professional medical intervention or assistance. Investigation included case review and user coaching. Investigation of this case revealed no device malfunction or component failure identified, and no external contributing factors were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.